Event description:
As reported, the tip beyond the balloon of a 6/7f mynxcontrol vascular closure device (vcd) was bent. Hemostasis was achieved with a new 6f mynx device and the procedure ended. There was no reported patient injury. The vcd was used in an endovascular thrombectomy procedure using an antegrade approach. After treatment the vcd was inserted, the balloon inflated and fluoroscopic confirmation showed the tip beyond the balloon was bent. Multiple attempts were made to move the mynx back and forth to release it which failed (seemed caught at the slit part of the sealant). Additional details were requested but are unable to be obtained due to covid-19 restrictions. The device is being returned for evaluation. Addendum: on product evaluation the sealant was found exposed.

Manufacturer narrative:
As reported, the tip beyond the balloon of a 6f/7f mynx control vascular closure device (vcd) was bent. Hemostasis was achieved with a new 6f mynx device and the procedure ended. There was no reported patient injury. The vcd was used in an endovascular thrombectomy procedure using an antegrade approach. After treatment, the vcd was inserted, the balloon inflated and fluoroscopic confirmation showed the tip beyond the balloon was bent. Multiple attempts were made to move the mynx back and forth to release it which failed (seemed caught at the slit part of the sealant). Additional details were requested but are unable to be obtained due to covid-19 restrictions. One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection showed that both button 1 and button 2 were not depressed. The stopcock was closed, and the syringe was not returned for this evaluation. The sealant was partially exposed but remained mounted on the device delivery shaft. The sealant sleeves exhibited a frayed/split/torn condition. The catheter sheath introducer (csi) was not returned with the device. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. It was noted that the condition of the atraumatic tip of the returned device did not match the reported event. No additional anomalies were observed during this analysis. Per dimensional analysis, the balloon catheter profile distal to the balloon was verified and found to be within the defined specification. The measurement was obtained using a calibrated caliper. Additionally, the catheter working length was verified and found to be within the defined specification, measurement obtained using a calibrated ruler. However, a slit length dimensional analysis could not be performed due to the frayed/split/torn condition of the sealant sleeves. A simulated deployment test was performed to evaluate functionality. The unit operated as intended, deploying the sealant and retracting the balloon as expected. After aligning the tension indicator by pulling in a distal direction, button 1 and button 2 were depressed in the instructed sequence without issue. A high-magnification microscopic evaluation was conducted to assess the sealant, sealant sleeves, and the atraumatic tip. The analysis confirmed the presence of partially exposed sealant and the frayed/split/torn condition of the sealant sleeves observed during visual inspection. The atraumatic tip was also examined under magnification, and no anomalies were detected. Verification of sheath compatibility per the device instructions for use (IFU) could not be completed, as the csi was not returned. Furthermore, the insertion/withdrawal test using a laboratory sample was unsuccessful due to the frayed/split/torn condition of the sealant sleeves. The presence of the core wire was verified during visual analysis. The reported event of ¿atraumatic tip-kinked/bent¿ was not observed through analysis of the returned device since there were no damages noted to that component. However, there was a frayed/split/torn condition of the sealant sleeves noted, which may have been the issue experienced by the customer. Also, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the damaged sleeves. The exact cause of the failures experienced by the customer and observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the events reported. However, procedural/handling factors (such as using excessive force during insertion into the sheath, using an incorrect insertion angle, and/or not supporting the distal end during insertion into the sheath), and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.